Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized for back surgery. While in the hospital, the customer's blood glucose level rose to 588 mg/dl. To treat the customer's blood glucose, the customer was disconnected from the pump and was administered insulin shots. The customer was not on the insulin pump for the rest of the hospital stay. No further information was provided.